Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that the valve was explanted after an implant duration of approximately 7 months due to severe aortic insufficiency with perivalvular leak. Per the operative report, preop echocardiography had shown perivalvular leak. During explantation, the previously placed prosthetic valve was noted to have dehisced probably into about half its circumference. There was no evidence of endocarditis and no obvious reason for this dehiscence. The valve itself looked structurally intact. The valve was excised, and the magna ease 27 sizer seemed to be the appropriate size for the aortic valve. The new prosthesis was lowered into position and the patient was separated from cardiopulmonary bypass and transported to the intensive care unit, hemodynamically stable. Per the discharge summary, the patient was discharged from the hospital on (B)(4).

Manufacturer narrative:
(B)(4) = dehiscence. Additional manufacturer narrative: it was reported that this valve was explanted due to a perivalvular leak (pvl). Regurgitation is considered to be a pvl if a turbulent eccentric jet originates between the bioprosthetic sewing ring and the annulus. While the majority of affected patients are asymptomatic, pvl, when severe, can lead to significant morbidity including heart failure and hemolytic anemia. Pvl can occur in the mitral and aortic position for similar reasons. The op report documents valve dehiscence causing the leak. When dehiscence occurs in the early post-operative period, it is typically a result of an inadequate valve repair or prosthetic valve implantation in combination with friable myocardial tissue. In this case, the surgeon indicated that this event was due to procedural related factors and not a device malfunction. Unfortunately, the root cause of this event cannot be confirmed without the explanted valve. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. No further actions are possible with the available information.